Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for fecal incontinence; the trial began on (B)(6) 2020. It was reported that the trial patient is having a problem with their bowel stimulator and wanted to call the doctor. They did not say what the problem was and asked to call them back later. The patient stated they fell last night and all the good the procedure did seems to have been undone. The patient is having problems and is waiting for a call from their clinician.